Event description:
It was reported that the user experienced a brief loss of dexcom g7 signal to the ilet that resolved spontaneously before troubleshooting, with the user attributing the interruption to wearing an overpatch and a heavy jacket. No alerts, alarms, or adverse clinical effects were reported. Outcomes included no medical intervention and no impact on daily activities. User support included user education and troubleshooting guidance regarding potential sources of wireless interference and sensor coverage. Investigation of this case revealed a transient communication disruption consistent with external obstruction or interference, with no device malfunction reproduced and no component failure identified. It was concluded, based on previously established findings for similar reports, that the cause was user environment or application factors.